Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Device has been explanted and replaced.